Event description:
It has been reported to philips that the system gave disk space full and disk space low errors, which could impact imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a treatment was continued when the issue happened, and the procedure was completed as planned as these messages were coming up intermittently. A philips field service engineer (fse) examined the system onsite and confirmed that disk space full and disk space low errors. Upon troubleshooting fse found intermittent hdd full message. The cause of the ippc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced ippc and hard drives and recreated image store. After replacement of ippc, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.